Event description:
It was reported that the "catheter removed in mini surgery, catheter end fragmented off and migrated. Patient was transferred to cardiac lab for removal under fluoroscope in cath lab."

Manufacturer narrative:
Record review. Received one venous tesio lumen. The lumen was fractured 1.26" from the distal tip. The edges of the break are jagged. The lumen inner and outer diameters were measured and found to meet design specifications. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. We are unable to determine the cause or factors which contributed to this event.